Event description:
The following incident was reported to kendall on 10/19/01. Patient in a hospital allegedly tugged on the catheter. The catheter snapped from the balloon up. About 1/3 of the catheter remained in the patient. A cystoscopy was performed to remove the balloon and tip. No harm to pt.